Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, the pump did not detect that the tubing was filled. The customer successfully went through the load sequence/fill tubing process with tandem's technical support and resumed insulin delivery. There was no impact to the customer's blood glucose level.